Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer stated that she had fluid in the screen and the screen faded to black. Customer's blood glucose was 356 mg/dl at the time of the incident. Customer stated that it looks like the screen has moisture under it. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.